Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A patient has been indicated for a right shoulder revision due to instability and rotator cup inefficiency. The revision will be from a total shoulder to a reverse shoulder. No revision has been reported to date. Additional information was requested and is not available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through radiographic inspection. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Device history record and complaint history reviews could not be performed as product identification was not provided. Root cause of the event was unable to be determined as the necessary information to adequately investigation the event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08491.